Manufacturer narrative:
Implant date: approximated. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with sling implant procedures and is noted as such in the sling mens instructions for use (IFU). Device history record (DHR): the DHR confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the sling mens IFU was reviewed. The patient symptom of urinary incontinence was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient implanted with this sling advance xp experienced an increase in urinary incontinence since device implant. Physician determined that an artificial urinary sphincter (aus) was the best option to treat the clinical symptoms. An aus was implanted and the sling also remains in service.